Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was foreign matter in the tubes and air bubbles in the gel.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3222765 d4. Medical device expiration date: 31aug2024 h4. Device manufacture date: 10aug2023 d4. Medical device lot #: 3257753 d4. Medical device expiration date: 30sep2024 h4. Device manufacture date: 14sep2023. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples of each lot from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter (fm) or gel air bubbles as all samples met specifications. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of fm and gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.